Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a rep regarding a patient who was receiving 9 mg/ml morphine at 1.87 mg/day via an implantable pump for spinal pain. It was reported that the patient had an MRI on (B)(6) 2015, but did not have the pump checked afterwards. When the patient came in for a refill "last week", it was noted that the patient had a motor stall that did not recover until (B)(6) 2016. It was noted that the patient did not hear the pump beep and although she had an increase in pain, she did not call to have the pump checked sooner. A dye and roller study were performed by the healthcare provider (hcp) on (B)(6) 2016, which revealed that the rollers were moving properly and the catheter was intrathecal with the tip at l1, which is where it was implanted. The patient was considered to be "alive -no injury". If additional information is received, a follow-up report will be submitted.